Manufacturer narrative:
Final analysis of the pump revealed pump head, hole in pump tube and mechanical wear, pump gear train anomaly, corrosion and/or wear and/or wear and/or lubrication and motor feedthru anomaly shorting across insulator.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt experienced a decrease in therapeutic effect. It was stated the pt was experiencing withdrawal symptoms and had a "return of chronic neuropathic pain". It was stated the pt was prescribed oral medications to relieve the symptoms, and the pt's device was explanted and replaced. The medication being delivered via the device system was morphine sulfate. The pt recovered without sequela.

Event description:
This event was also reported under manufacturer report #3007566237-2012-02290 [the pump was directly returned without any information. Information has been requested but was not available at the time of this report]. Any additional information received will be reported under manufacturer report number 3007566237-2010-07853.

Manufacturer narrative:
(B)(4).